Manufacturer narrative:
E1: facility name (B)(6). H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 4396136 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device started beeping that infusion was complete around 6 hours early. Patient stated the pump has been stopped and beeping since 2pm and the blina bag ran dry 6 hours prior to the scheduled stop time. The message displayed on screen was "infusion complete". Continuous infusion rate: 1ml/hour. Total reservoir volume: 168ml. Given: 168 charted ml. Length of infusion: started (B)(6) 2024 at 20:01, disconnected (B)(6) 2024 at 14:00. A closed system transfer device was not used to fill cassette. The pump was not used to prime the extension tubing. It was primed manually. Carrier fluids still running upon arrival. This event occurred on at the patient's home. No patient harm/adverse event reported.